Event description:
Olympus medical systems corp. (Omsc) was informed from the user that it was found that the co2 gas leakage from the cylinder hose connected to the subject device at the unspecified timing. The occurrence date of the event is unknown. There was no report of patient injury associated with the event.

Manufacturer narrative:
The subject device was inspected by the field service engineer of olympus europe se & co. Kg (oekg) at the user facility. It was found as follows; the reported phenomenon was caused by the absence of an o-ring on the cylinder hose. There was no abnormality in the subject device. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The root cause of the reported phenomenon could not be identified. [Consideration] based on the report of the field service engineer of oekg, the cause of the reported phenomenon was the lack of an o-ring on the cylinder hose, which prevented it from maintaining the sealing. The cause of the absence of the o-ring could not be identified. If additional information becomes available, this report will be supplemented.